Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was report that during an anterior cruciate ligament reconstruction with abs button the tightrope frayed. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint is confirmed. Upon visual inspection, it was noted that the returned suture tape was frayed close to the button on different parts, and the tigerwire (white/black) was not returned. Function test was not returned due to the damage to the device. The most likely cause is attributed to use error. Eco-37907 was implemented to improve the design of the button to reduce these failures due to misuse. Per the surgical technique, the sutures should be tensioned perpendicular to the button face. The sutures will break when pulled against the edge of the hole in the button (not perpendicular).